Event description:
The customer received questionable results for ion selective electrode- sodium (na). It was estimated that greater than 10 samples were being questioned. Of those results, one patient was reported out and was determined to be erroneous. All results are in mmol/l. The original result was 120, which auto repeated as 117. The result of 117 was reported outside of the laboratory. The sample was later repeated on the other cobas integra 400 and resulted 125. The customer deemed the repeat result from the other instrument to be correct. The patient underwent treatment for the result of 117 mmol/l, but it is unknown what treatment was given or if any harm was done by the treatment. The customer will not be providing further patient information. The na electrode lot number was 21515151 with an expiration date of 09/28/2012. The field service representative found the na electrode needed replacement. The customer had replaced the electrode and performed a correlation study which passed their specifications. The service representative also ran calibrations and quality control without errors.

Manufacturer narrative:
It was also noted that the day after the event, the customer received questionable calibration flags. The customer found a clot in the y connector and removed it. The customer feels the issue was solved by changing the na electrode. The customer ran this patient right after the na electrode was changed. A higher result was received and considered to be accurate. There were no specific results provided for this rerun.

Manufacturer narrative:
The investigation determined a failure of the sodium electrode could not be excluded as the cause. A clot in the sodium electrode or y connection can affect the measurement of the sample. Based on information provided by the customer for investigation, the problem was more likely caused by a pre-analytic issue and insufficient maintenance.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.